Manufacturer narrative:
The technician found the ground wire in the power cord plug was disconnected, causing a loss of ground. The technician reconnected the ground wire in the power cord plug to resolve the issue.

Event description:
The technician alleged the bed had a loss of ground due to a disconnected wire in the power cord plug. No patient impact.